Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. The cause of the reported issue was traced to user technique.

Event description:
It was reported that the screws at l5 were not placed to plan. The misplaced screws were removed and replaced.